Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited low impedance. It was noted that there was an unspecified lead issue which was previously addressed by reprogramming. No further intervention was reported but programming changes were discussed. No further information regarding patient condition.

Manufacturer narrative:
Correction: initial reporter - the previously reported information was incorrect. The information provided in this supplemental report is correct and should supersede the previously reported. Correction: (B)(4) unspecified issue should not have been included in the initial report.

Event description:
New information received indicated that there was no unspecified atrial lead issue. The only issue noted was the low lead impedance.